Event description:
It was reported that a balloon rupture occurred. The 70-80% stenosed target lesion was located in the mildly tortuous and calcified middle segment of right coronary artery (mid rca). A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was found that the balloon got broken when the pressure was increased to 6atm. The device was directly withdrawn out from the body. The procedure was completed with a non-bsc device. There were no patient complications reported post procedure.

Manufacturer narrative:
E1. Initial reporter address 1: (B)(6).